Event description:
It was reported when the doctor a screw broke while trying to implant. There was about a 30 minute delay in the procedure, while the doctor removed the tip of the screw from the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore a facility medwatch report will not be available.